Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section d9 and section h3. In section d9 a return date was inadvertantly inputted in section d9 when it should have been left blank and section h3 should have said device not available.

Manufacturer narrative:
E3: occupation: director of cv services. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloons deflated once deployed. Secondary tr band was placed; however, it had the same issue as well, so manual compression was applied. The patient was in stable condition. There was no patient injury.

Manufacturer narrative:
This report is being sent as follow-up # 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).